Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock due to non-physiologic artifacts while running. Technical services (ts) discussed the episode data shows no signs of electrode integrity issue and the artifacts could not be reproduced. It was advised to assess the secondary vector and it showed adequate results. The s-ICD was then reprogrammed to the secondary vector and remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock due to non-physiologic artifacts while running. Technical services (ts) discussed the episode data shows no signs of electrode integrity issue and the artifacts could not be reproduced. It was advised to assess the secondary vector and it showed adequate results. The s-ICD was then reprogrammed to the secondary vector and remains in service. No additional adverse patient effects were reported.